Event description:
Pt's pump cadd ms3 sn: (B)(4) was alerting with "key stuck". The pt changed the battery and tried to load the cartridge. During the process the keys will not allow the pt to advance. She switched to her backup pump without issue. She did not have a lapse in therapy. The pt is being sent a replacement pump and she will send back the malfunctioning pump for review once received. Dose or amount: 60.20 ng/kig/min, frequency: continuous, route: subcutaneous. Dates of use: from (B)(6) 2018 to ongoing, diagnosis or reason for use: i27.0 primary pulmonary hypertension.